Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right side on or about (B)(6), 2007. Patient has experienced constant and severe pain and discomfort in her thigh, hip-joint, and groin; the formation of metallosis and pseudotumors, which have damaged bone and tissue surrounding the implant; stiffness; inflammation; clicking and popping sensation in her hip when moving to and from a sitting position; infection; chromium and cobalt metal toxicity; lack of mobility; and other complications. Patient will undergo revision surgery in the future. (B)(6) 2012 - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.